Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced diabetic ketoacidosis. The patient reported that he called an ambulance because he was not feeling well and was admitted to the hospital due to diabetic ketoacidosis. The patient was released from the hospital 2 days later, on (B)(6) 2016. The patient was not using the dexcom continuous glucose monitor (cgm) due to him not being able to afford the supplies. At the time of contact, the patient was in good condition. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.